Event description:
It was reported to vyaire medical that the ECG cable was malfunctioning. There was patient involvement and the patient was transferred to another station without any impact.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. This report is for the probe, reusable gen purpose temp, adult. Please see (B)(4) for the temperature cable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.